Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) and had less than five years longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain was current leakage in the battery filter capacitors.